Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 6 failed due to the faulty pyxibus module controller. A field service engineer replaced the pyxibus module controller boards to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system experienced an issue in which the main drawer 6 and cubies of the auxiliary drawer were not detected on the bus. This incident resulted in a delay to patient care and there was no patient harm. There were no adverse events or injuries reported based on this event.